Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff was not kept sealed, had a slow leak over time and deflated. The patient was re-intubated.

Manufacturer narrative:
Additional information: d3 (street 1, MFR city, country code, postal code), d10, g4, h3, h6 h3 evaluation summary: the lo-pro endotracheal tube part number 86053 was received for evaluation. The lot number could not be provided. Visual inspection performed found all the components of the tube were assembled properly. Inflation/deflation testing performed observed the cuff held the air. The tube cuff was left inflated for 2 hours and maintained its pressure with no leakage. The report was not confirmed. If information is provided in the future, a supplemental report will be issued.